Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insertion needle of the infusion set was exposed out-of-box. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The customer did not return the unusable suspect device but did return a used infusion set that was physically damaged where the cannula housing connects to the hub plate. There was no indication on the used device that the introducer needle had protruded from the cannula prior to use. In addition, the manufacturer inspected 19 boxes of cannulas of the reported lot and found no cases where the introducer needle was protruding.